Event description:
Report 1 of 2. It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube had no label. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing product label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of missing product label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube had no label. There was no health impact or consequences reported.